Event description:
The user received questionable results for calcium on the cobas 6000 c501 analyzer. The event involved 54 patient samples. Seventeen patient samples gave discrepant results. The user said after reporting outside the laboratory the initial patient calcium results, they received a call from the oncology doctor who questioned the results. They repeated the patient samples. Patient sample 1, the initial result was 11.8 mg/dl. The repeat result was 9.7 mg/dl. Patient sample 2, (B)(6) female, date of birth (B)(6). The initial result was 11.6 mg/dl. The repeat result was 9.6 mg/dl. Patient sample 3, (B)(6) male, date of birth (B)(6). The initial result was 11.0 mg/dl. The repeat result was 9.1 mg/dl. Patient sample 4, (B)(6) male, date of birth (B)(6). The initial result was 10.3 mg/dl. The repeat result was 8.4 mg/dl. Patient sample 5, (B)(6) male, date of birth (B)(6). The initial result was 12.7 mg/dl. The repeat result was 10.5 mg/dl. Patient sample 6, (B)(6) female, date of birth (B)(6). The initial result was 11.8 mg/dl. The repeat result was 9.6 mg/dl. Patient sample 7, (B)(6) male, date of birth (B)(6). The initial result was 12.2 mg/dl. The repeat result was 10.0 mg/dl. Patient sample 8, (B)(6) male, date of birth (B)(6). The initial result was 11.5 mg/dl. The repeat result was 9.3 mg/dl. Patient sample 9, (B)(6) female, date of birth (B)(6). The initial result was 11.9 mg/dl. The repeat result was 9.5 mg/dl. Patient sample 10, (B)(6) female, date of birth (B)(6). The initial result was 12.4 mg/dl. The repeat result was 10.0 mg/dl. Patient sample 11, (B)(6) female, date of birth (B)(6). The initial result was 12.8 mg/dl. The repeat result was 10.0 mg/dl. Patient sample 12, (B)(6) female, date of birth (B)(6). The initial result was 11.7 mg/dl. The repeat result was 9.5 mg/dl. Patient sample 13, (B)(6) female, date of birth (B)(6). The initial result was 12.3 mg/dl. The repeat result was 9.8 mg/dl. Patient sample 14, (B)(6) male, date of birth (B)(6). The initial result was 12.0 mg/dl. The repeat result was 9.6 mg/dl. Patient sample 15, (B)(6) male, date of birth (B)(6). The initial result was 11.7 mg/dl. The repeat result was 9.3 mg/dl. Patient sample 16, (B)(6) male, date of birth (B)(6). The initial result was 11.4 mg/dl. The repeat result was 9.0 mg/dl. Patient sample 17, (B)(6) female, date of birth (B)(6). The initial result was 12.3 mg/dl. The repeat result was 9.8 mg/dl. The initial results were reported outside the laboratory and corrected reports were issued with the repeat calcium results. No patients were affected by this event. The reagent lot number for calcium was 62492901. The field service representative determined the case was a damaged sample probe. He replaced the probe. Performance tests were run which were within specifications.